Event description:
The user was concerned about the fluctuation of sodium results and noted that several patients' results differed from the previous results. Four examples were provided. One example was considered discrepant. Initial result was 130 mmol per l, repeat result was 137 mmol per l. Repeat result from another analyzer was 141 mmol per l. The aberrant results were not reported, so no treatment resulted.

Manufacturer narrative:
The field service representative found the mix-dry adjustment was off and adjusted it back to specification. He also removed, inspected and cleaned the mixtower and also checked the pinch valve and tubings. To verify the performance of the analyzer, qc and ise performance tests were performed.